Event description:
The pump was returned for investigation. Investigation revealed a dim, red display, a cracked battery compartment and contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be torn at the ok button. Unrelated to the torn keypad issue, all of the buttons responded intermittently to testing. The battery compartment was observed to be cracked at the threads. The display was observed to be dim, fading, and reddish in color. The keypad cover was removed and contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.